Manufacturer narrative:
The cutter was disposed at the facility and it is not available for evaluation. The manufacturing and sterilization lot records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that during the procedure, the surgeon had problems with the cutter not cutting or aspirating. There was no reports of injury or consequences to the patient.